Event description:
The patient contacted baxter's technical service center regarding a high drain 105/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) after use. The patient stated they did not feel overfilled during the prior therapy. The patient did not perform an off cycler manual exchange or fill. The patient did not currently have symptoms. The increased intra-peritoneal volume (iipv) did not occur during or due to off cycler exchanges. The last drain volume was not available. The last volume infused equaled 2200ml. The patient's dry weight equaled (B)(6). The largest prescribed fill volume (lpfv) equaled 2200ml. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(6) 2012 regarding the reported alarm. The nurse stated that she was aware of the alarm. The nurse stated that there have been no reoccurrences of the alarm. She stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device and concomitant medical product were returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain from use error; the tidal total ultrafiltration removal was set too low. Additional information: the label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.